Event description:
It was reported the the lead had non-capture, no sensing, and impedance of 240 ohms. An insulation break was suspected and the lead was capped. No patient complications have been reported as a result of this event.